Event description:
During surgery, upon inserting synthes screw into the bone by surgeon, tip of screwdriver broke off in the head of the screw. The screw with the broken piece was removed from the patient by the surgeon and replaced with a new screw. The screwdriver was replaced. No parts left in patient. No harm done to patient.